Manufacturer narrative:
The customer svc engineer (cse) replaced the graphical user interface (gui) and updated the software. The device was calibrated, extended self-testing (est) and short self-testing (sst) were conducted and passed all testing per manufacturer's specifications at the time of svc. (B)(4).

Event description:
A report was received from the USA indicating that the lower display was purple. There was no reported pt involvement. The date of the event was not provided.